Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored measurements noted a gradual increase. Pacing impedance measurements, threshold measurements and sensing was noted to be appropriate and within normal limits. Technical services (ts) discussed the upper limit for single coil leads, and discussed the option of continued monitoring with the option of future commanded shock testing if measurements reach the 140 ohms range. No adverse patient effects were reported. This device remains in service.